Event description:
As reported: "I've returned some faulty instruments." Update: "from memory as far as the screwdrivers are concerned, they were worn out. For the part of the gamma nail, I think one of the ends was chipped and it was at the request of your sales representative that we asked for a replacement on deposit."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.